Event description:
It was reported, the patient lost the ability to move their left leg/foot after the procedure. After "at least one diagnostic test" was performed, it was determined the patient suffered a herniated disc in their thoracic spine. It was unclear which test was conducted. It was noted the physician wanted to reposition the lead, but the patient wanted "it out." It was indicated the system was implanted and explanted on the same day. Pain behind the left knee was also reported as a symptom. Three days later, it was reported the patient was "fine now." No further information was reported.

Manufacturer narrative:
Product ID, 3998 lot# v810876, implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 37754 lot# serial# (B)(4), product type recharger product ID, 37746 lot# serial# (B)(4), product type programmer, patient product ID, 3708240 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type extension. (B)(4).